Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08665 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 13:12:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 13:15:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 13:16:51.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 13:45:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 13:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 13:59:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 19:19:45.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 19:21:15.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 19:31:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 20:39:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 08:57:42.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl and was admitted to hospital on (B)(6) 2023. The customer also reported insulin flow block alarm. No further patient complications were reported. Troubleshooting was performed. It was found that the customer had treated the high blood glucose event with the manual injection/ insulin pen.  The customer was using the pump within 48 hours and the auto-mode feature was not active at the time of the event. Diabetic ketoacidosis was reported but the customer did not test for ketones. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.